Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert, and subsequently the pump shutdown. During a follow-up call, the customer was able to successfully charge the pump using an alternate wall adapter. Customer¿s blood glucose value ranged from 140-159 mg/dl.